Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused during a midazolam infusion. The patient was sedated, paralyzed, and supported on vv ECMO and required multiple sedation boluses due to increased heart rate variability, elevated blood pressure, and associated effects on ECMO flows. Despite the pump indicating active delivery, the registered nurse observed a discrepancy between the displayed remaining volume and the actual syringe content; the 50 ml syringe remained nearly full while the pump indicated 48 ml remaining. Providers ordered IV push doses of midazolam and hydromorphone, after which the patient¿s blood pressure decreased and heart rate stabilized. Pharmacy determined that the infusion rate of 0.67 ml/hr in a 50 ml syringe could not be accurately delivered by the pump. Midazolam was subsequently provided in a 30 ml syringe, after which the infusion delivered as intended. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.